Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that following the implant procedure the patient was experiencing acute abdominal pain. It was noted that the patient's abdominal pain was possibly from the size of the paddle lead. The patient underwent a lead replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively.